Event description:
Two CPR, cardiopulonary resuscitation, bags had split seams in the clear reservoir bag. The splits are near the area where the bag is sealed to a plastic air fitting. These bags have been found to be defective when new out of the box. All CPR bags are tested for leaks and functionality before stocked for use. This screening is currently performed by the clinical engineering staff.